Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized due to a decubitus ulcer caused by the lead. A pocket revision was performed. Patient condition was good post procedure.